Manufacturer narrative:
(B)(4)

Event description:
It was reported that following the implant procedure, the patient developed pericardial effusion. A lead perforation was suspected. The atrial lead was explanted and replaced on (B)(6) 2015. The patient was in good condition during and following the procedure.